Event description:
It was reported that right ventricular (rv) lead had rising to high impedance and thresholds with a possible fracture. The physician was concerned that there had been a perforation of the heart tissue. An explant of the rv lead was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The analyst indicated that all electrical testing was within specified parameters. Analysis of the device memory indicated lead impedance out of range alert recorded on (B)(6) 2013, indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and was rising from a baseline of 400 ohms week ending (B)(6) 2013 to greater than 1500 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.